Event description:
A customer reported a malfunction with their device, specifically mentioning that the touchscreen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance, troubleshooting, or follow-up, and no further action was required as they were already in the process of renewal.